Event description:
It was reported during a laparoscopic cholecystectomy the rep was called into the room because the surgeon was able to pull the clips off too easily. While the rep was present, the surgeon fired several clips onto the cystic artery and the clips again pulled off easily. The surgeon pulled another clip applier to complete the case. The clip applier was from kit fdc16, lot number k48u5n. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .180; lockout functional, yes and number of clips fed and formed, 10. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the formation or the gap of the clips. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.